Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had post-reset ram crc alarm and insulin pump did not react to the select buttons at all. The customer¿s blood glucose was 17 mmol/l at the time of incident. The customer reported that they could not clear alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Verified the battery tube power connector is properly connected to electrical board during visual inspection. No unexpected post-reset ram crc alarms noted during testing.